Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause seizure. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. The patient claimed that she had a seizure a month prior to the call. The patient reportedly declined to provide information as to what contributed to her seizure. The patient did not want to provide information and the patient was uncooperative. The patient was fine and at home at the time of the report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.